Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mild to moderately calcified, moderately tortuous lesion in the mid circumflex artery. After pre-dilatation with an unknown balloon, while advancing the 2.75 x 23 mm xience prime through the lesion there was resistance and the stent implant dislodged from the balloon. The stent implant was deployed; however, it only covered 60% of the lesion, 40% of the stent was covering healthy tissue. Post-dilatation was performed using a non-abbott balloon. The procedure was completed by using a non-abbott balloon in the untreated 40% of the lesion. There was no clinically significant delay in the procedure. No additional information was provided.